Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the test failure was isolated to a defective transistor on the defibrillator pca. The root cause for the defective transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.